Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano meter with two different fingers within 10 minutes: 14.7 mmol/l and 5.8 mmol/l. Customer also reportedly received the following results on the performa nano meter with the same finger within 10 minutes: 15.8 mmol/l and 7.9 mmol/l. No adverse event reported. Test strips are used up; requested return of meter for evaluation